Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a uphold was implanted into the patient on (B)(6) 2010. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; anal pain; rect pain; pain inter; inab inter; diff bowel; incont not pres; rec incont; psych. Nonsurgical treatments: on (B)(6) 2008 the patient commenced other medication (please specify): antibiotics for the treatment of: cystitis. Treatment duration: as required (when cystitis appears). On (B)(6) 2010 the patient commenced other (please specify) for the treatment of: incontinence. Treatment duration: 11 years.